Manufacturer narrative:
B3: month and day of event is unknown. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. Additionally, the downstream occlusion (dso) seal was found to be delaminated. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the battery compartment was missing a battery stabilizer. During physical inspection, it was found that there was a delaminated downstream occlusion seal and a dent in air sensor were identified. There was no reported patient involvement.